Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported vibrator is defective during setting or warning. Caller alleges pump has a problem. No adverse event reported. Requested return of the alleged device for evaluation.